Event description:
A mayfield 2000 skull clamp had slippage causing a large laceration to a patient. The laceration was stapled and the pins were reapplied to the patient. This malfunction delayed the case, but the surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.